Event description:
No additional information

Manufacturer narrative:
Pr 7620874 ¿ follow up MDR for device evaluation our quality engineer inspected the photographs and sample submitted for evaluation. Bd received one 22gx1.00in insyte autoguard device from lot number 2298023. In addition, six photographs were submitted which displayed similarities of the returned unit. Through the initial inspection, the actuator was noted to be advanced through the valve. A crack was observed from the base of the luer. Your reported issue was confirmed as a damaged adapter. The unit was then microscopically inspected, where it was determined that the damaged is manufacturing related due to a misalignment of the rotate grippers with respect to the pick and place gripper fingers. Due to this misalignment, the contact would happen when the pick and place grippers are in the advanced position before the adapter rotate operation is complete. A device history record review showed no non-conformances associated with this issue during the production of this batch. Further leak testing and visual inspection are performed by operators as part of the in process checks per the sampling plan to mitigate the occurrence of this type of defect. Scheduled preventative maintenance is also conducted on the machines as a preventative measure. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc the catheter was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that there was a crack on the catheter or the catheter hub.